Event description:
It was reported that the pump was implanted in 1999 and was refilled every 28 days. On 05/27/1999, the pt experienced numbness, tingling and respiratory depression shortly after refill. The symptoms resolved, but the same symptoms occurred again on the next refill. It was decided to explant and replace the pump. No additional pt complications were reported.